Event description:
Rptr complains of swelling in left arm, chronic fatigue, unusual hair loss, raynaud's syndrome, aching in joints, arms, legs and shoulders, muscle aches, and memory loss. (Same rptr referred to in 1002149.)